Event description:
It was reported that the pump exhibited a check syringe flange error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped by the rear bottom corner, the right plunger case was cracked, and had an old style plunger case. A review of the event history log identified check syringe flange sensor. During functional testing the reported issue was duplicated during power up process. The root cause of the problem was related to normal wear of the pump as it is over 14 years old. Replace optocoupler and performed power up test and device operate normally.